Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked. This was discovered during use. The following information was provided by the initial reporter: if you unscrew the white cap after inserting the drip, the middle part also comes along immediately. You then get a "blood leakage" because you first have to unscrew the middle piece in order to attach the white cap to the venflon. Serious injury? No. Course of treatment changed? No. Exposure to blood/bodily fluid? Yes. Medical intervention? No. Other actions? White cap first had to be unscrewed from middle piece.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked. This was discovered during use. The following information was provided by the initial reporter: if you unscrew the white cap after inserting the drip, the middle part also comes along immediately. You then get a "blood leakage" because you first have to unscrew the middle piece in order to attach the white cap to the venflon. Serious injury? No. Course of treatment changed? No. Exposure to blood/bodily fluid? Yes. Medical intervention? No. Other actions? White cap first had to be unscrewed from middle piece.